Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional patient and device information are unavailable as the medwatch reporter chose to remain anonymous.

Event description:
It was reported via medwatch mw5156008 that the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein the system was explanted and replaced with another manufacturers device.